Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery cap area. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged cosmetic damage at battery compartment found on (B)(6) 2023. Pump received with battery cap with detached contact. Missing segments noted on display during testing. Pump passed with displacement test and self test. Pump was cut open to perform visual inspection and found exposure to moisture on pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay. Missing segments were confirmed during analysis due to moisture damage on pcba1. Battery cap contact detached confirmed. Cosmetic damage confirmed at battery tube threads, battery tube case, and corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".